Event description:
While troubleshooting a hgb carryover failure, the customer reported a leak of diluent possibly mixed with blood from the rbc bath on the lh750 instrument. The volume of the leak was reported as about 5 to 10 cc and the leak was contained. No erroneous patient results were generated in connection with the reported event.

Manufacturer narrative:
While troubleshooting with the cts (customer technical specialist), the customer noticed the rbc aperture bath was leaking and the rbc aperture 1 was not seated properly. The customer reseated the rbc bath correctly and resolved the leak reported. A field service engineer (fse) was dispatched to address the carryover issue. The fse replaced the blood sampling valve (bsv), hgb cuvette and wbc bath to resolve the hgb carryover failure issue reported. Upon recur, the failure mode identified could cause erroneous results due to a counting /sizing error caused by an aperture seal failure. (B)(4).